Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's left ventricular lead was explanted and replaced on (B)(6) 2021 with a competitor's lead for an unknown reason. No patient symptoms or patient condition were reported.